Manufacturer narrative:
The device was received for evaluation and successfully passed testing. All devices must meet all quality criteria and manufacturing specifications prior to release. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. There was no indication of a device malfunction from the available information. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2022 from the home therapy nurse (htn) of a (B)(6) male patient with a medical history including multiple comorbidities and end stage kidney disease, approved for performing solo home hemodialysis therapy, who stated the patient was found expired on (B)(6) 2022 following a hemodialysis treatment on (B)(6) 2022. Additional information was received on (B)(6) 2022 from the home therapy nurse (htn) stating that a cause of death has not been determined yet the physician states that it is being considered a neurologic event not related to the nxstage product or therapy.